Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for analysis after the patient was hearing clicking sounds. The log files captured only routine events. The cause of the clicking sound was not clearly identified but was thought to be pvc's. A chest computed tomography (CT) scan was performed, and a holter monitor was ordered. There were no patient symptoms other than hearing and feeling the clicking noise.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported change in pump noise could not be confirmed through this evaluation. A specific cause for the reported noise, as well as a directed correlation to this device, could not be conclusively determined through this evaluation the controller event log file contained events from 06nov2025 through 10nov2025. No notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. It was reported that the patient was hearing clicking sounds. It was communicated that the cause of the clicking sound was not clearly identified but was thought to be premature ventricular contractions (pvc). It was also communicated that the clicking noise did not resolve, and the patient had no other symptoms besides hearing and feeling the clicking noise. A chest computed tomography (CT) scan was obtained and a holter monitor was ordered. It was later communicated that the clicking sound was not associated with an arrhythmia per the holter monitor, and no treatment was performed. It was also communicated that the patient has a history of arrhythmia prior to left ventricular assist device (lvad) implant. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The holter monitor showed a nonsustained ventricular tachycardia (nsvt) that was not coinciding with patient triggered events. The patient had a history of ventricular tachycardia that predated device therapy, and they also had an implanted cardioverter defibrillator (ICD) installed prior to device therapy as well. There was no new plan of care for the patient.